Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of palpable nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 19 months after injection to the cheeks, pre-chin, and left side of the nose with juvederm voluma with lidocaine patient developed a nodule in the left side of the nose that was not visible but palpable. There was another palpable node in the right cheek. Pt additionally developed a bigger nodule in the left cheek under the eye sites that was visible. Pt was treated with ciprofloxacin.